Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. According to pdc's report, the meter serial no. (B)(4) was for the suspected device, and we reviewed our manufacturing record but can't find this meter serial no. In our record (DHR). Patient might give incorrect serial number to us or this meter was not manufactured by us. The strip lot # d170608-2 was manufactured on 06/08/2017 and expired in 06/08/2019. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same batch from our warehouse. The control solution tests for level low were 65/64 mg/dl; for level high were 260/265 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 6:45 pm after the end user received higher than normal readings from her prodigy diabetes meter. The end user stated she received high blood glucose results of 446 mg/dl and 488 mg/dl accompanied with pain in her left arm. Out of concern for the elevated readings the end user visited urgent care. Upon arrival a blood glucose test was performed with their meter and the result was 373 mg/dl. An EKG was performed along with a blood pressure check. No treatments were administered to assist in stabilizing her blood glucose level. After 30 minutes she was discharged and her blood glucose reading remained steady at 373 mg/dl. No additional details were provided in regards to this medical event.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1.okb tested the suspected meter with in house control solution and returned strips (strip lot number:d170608-2 ). The control solution tests for level low were 58/51 mg/dl, for level high were 243/234 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass . 2.we tested the retain strips test from our warehouse (same as patient strips, lot number:d170608-2 ) with returned meter and control solution. The control solution tests for level low were 55/50 mg/dl; for level high were 243/240 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320. All results were within the acceptance range. Pass . 3. We tested the returned strips with our in house meter and control solution. The control solution tests for level low were 60/55 mg/dl; for level high were 252/247 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2018-00008 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on jan.30, 2018 and an investigation results of the suspect devices were completed by ok biotech.